Manufacturer narrative:
(B)(4): blood loss is labeled in the IFU. (B)(4): valve leaks are not specifically addressed in the IFU. The device was returned in a used and contaminated condition. Check-flo discs critical dimensions are inspected during incoming quality control. Inspection of captor valve assembly performed 100% unless otherwise specified. The valve collar is verified to be completely snapped into the valve chamber. The orientation of the check-flo discs are confirmed. The discs are also examined to verify that each is punctured and free of tears. A 16 fr piece of tubing is placed through the iris valve to confirm that the valve opens and closes without issue. A leak test is performed on the captor valve assembly. The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each device is shipped with instructions for use (IFU) describing the appropriate warnings and precautions, contraindications, and the proper deployment procedure. The device was examined with the assistance of engineering. The captor valve was not functional. The top flange of the iris valve was dislodged. The valve control was removed and the device was leak tested with and without a positioner through the check flo discs. The valve leaked through the discs and iris valve. There were two tears in the webbing of the discs. Damage to the check-flo discs likely resulted in leakage. We are aware of potential for leakage through the valve and the risk associated with this failure mode. Engineering is currently evaluating areas for improvement. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qe ra). Based on risk assessment, risk reduction is recommended. Engineering is currently evaluating areas for improvement.

Event description:
During an abdominal aortic aneurysm repair on (B)(6) 2011, the physician encountered difficulties during the implantation of the zenith flex aaa endovascular graft bifurcated main body. The main body valve was leaking heavily. The physician needed to do fast exchanges once the grey positioner came out. Pt rec'd one unit of blood. No reported adverse effects.